Manufacturer narrative:
The dealer performed a checkout of the equipment. The ventilator engine was replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure. There was no reported patient injury.